Event description:
It was reported that the patient's lead had dislodged. During the lead revision procedure, it was noted that the helix could not be extended. The lead was explanted and replaced. The patient was stable.